Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead packaging was opened prior to the procedure as the customer wanted to check the helix extension. The helix did not extend with 15 turns. The customer straightened the lead; however, the helix did not extend. After 10 more turns, the helix was still not extended. The customer rotated backward for 10 turns and then rotated for extension 10 more turns, but this was not successful. When the lead was rotated a few more turns watching the tip of the lead, the helix was noted to be detached. As a result, the rv lead was never attempted to be implanted. No adverse patient effects were reported.